Manufacturer narrative:
Surgeon was unable to state how many millimeters he felt the trajectory was off. The medtronic rep has not been told that any further surgeries were required for the patient due to the reported event. The system performance was tested and it passed all testing. Unable to duplicate reported event.